Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13823). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a vibratory alert and was unable to send remote transmission. The patient then presented to the ER and upon interrogation, the device was found to be at eos. It was noted that the device reached premature eri three days prior. Device was explanted and replaced. Patient condition was good.